Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle, handles cracked, flange gripper retainer cracked, left iui corroded, right iui corroded. Calibrated. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 13jan2009 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.